Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol_(B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The catheter was placed for percutaneous transhepatic cholangiography. Leaked from the hub was noted when the patient returned to a hospital room. It was confirmed that the catheter was completely separated from the hub, so the catheter was removed and replaced with another catheter. There have been no other adverse effects to the patient reported.